Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre dilatation in the chronic total occlusion lesion. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.